Event description:
It was reported that, during a retrograde intrarenal surgery procedure using a lithovue flexscope, a user message appeared on the screen and the sheath was too big to enter the ureter. The procedure was cancelled as the physician do not want to perform the procedure without an access sheath. No patient complications were reported. This is being reported for an aborted procedure with the patient under sedation.

Manufacturer narrative:
Block h11: the lithovue was tested for image on a lithovue touch pc. The device displayed a clear, live image. Analysis identified no articulation in the up direction due to the bowden cable ferrule slipping in the handle, likely due to procedural conditions in conjunction with significant force used on the articulation lever during the procedure, up to the limit of the device design. The articulation failure is likely a secondary issue as it is not related to the reported complaint. With all the available information, boston scientific concludes the reported event was not confirmed. Analysis was not able to confirm the reported complaint as the device displayed a clear, live image. The complaint investigation conclusion code selected is no problem detected, which indicates "the device complaint or problem cannot be confirmed."

Event description:
It was reported that, during a retrograde intrarenal surgery procedure using a lithovue flexscope, a user message appeared on the screen and the sheath was too big to enter the ureter. The procedure was cancelled as the physician do not want to perform the procedure without an access sheath. No patient complications were reported. This is being reported for an aborted procedure with the patient under sedation.

Manufacturer narrative:
Block e1: correction to section e: (B)(6). Block h11: the lithovue was tested for image on a lithovue touch pc. The device displayed a clear, live image. Analysis identified no articulation in the up direction due to the bowden cable ferrule slipping in the handle, likely due to procedural conditions in conjunction with significant force used on the articulation lever during the procedure, up to the limit of the device design. The articulation failure is likely a secondary issue as it is not related to the reported complaint. With all the available information, boston scientific concludes the reported event was not confirmed. Analysis was not able to confirm the reported complaint as the device displayed a clear, live image. The complaint investigation conclusion code selected is no problem detected, which indicates "the device complaint or problem cannot be confirmed."

Event description:
It was reported that, during a retrograde intrarenal surgery procedure using a lithovue flexscope, a user message appeared on the screen and the sheath was too big to enter the ureter. The procedure was cancelled as the physician did not want to perform the procedure without an access sheath. No patient complications were reported. This is being reported for an aborted procedure with the patient under sedation.